Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid drainage fluid and fever. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event and pd therapy was discontinued. Treatment for the event was not reported. At the time of this report, the patient has recovered from fever and has not recovered from the peritonitis event. No additional information is available.